Manufacturer narrative:
Concomitant medical products: product ID: 303,7 serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0qqn2, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported that the patient had a painful shock when moving in certain positions since implant on (B)(6) 2015. The patient had already checked in with their health care provider (hcp) regarding this and they said to check with the manufacturer. The patient's managing hcp was on vacation, so they were going to see their primary care physician (pcp). The patient also had lower back pain, particularly after sitting for an extended period. The hcp had prescribed gabapentin and the patient was told to use a heating pad, but the patient still had lower back pain. The electric shock was resolved with the medicine. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had less than 50% efficacy, such as urgency and accidents, and pain that was occurring daily. The pain was described as aching and throbbing. The pain was in her spine and tailbone when she sat. Both sets of symptoms had been since implant. There was no trauma or falls that could be related to this issue. The patient had pain while sitting. It was also noted that the patient had a recent electromagnetic interference (emi) exposure from a security wand. The patient had never used the patient programmer (pp) and the managing healthcare provider (hcp) told her she needed to move around more because she was sore from sitting too much. The patient had another appointment in a few weeks and would follow up with the hcp about this issue.

Event description:
Additional information received from the health care provider reported that the patient had positional fecal incontinence. The patient had less pain.